Event description:
Pt reporting that she has been off her IV treprostinil for at least 5 hours. Per patient both pumps are giving her no disposable error [cadd legacy serial number (B)(4)[maintenance due 10/01/2022) and (B)(4) (maintenance due 09/08/2022). Patient is now making a new mix and she insisted on restarting herself on her previous dose 55 nkm, 34 ml/24 hr pump rate. Using 3 ml treprostinil 5 mg/ml every 48 hours. I reviewed with patient she might have side effect since she has been of the medication for that long. Patient still wanted to go back to same dose due to changes in her breathing. All known information and dates are contained on this form. If additional information or dates are received it will be provided in a separate report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? Unk; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? No; if no, what was the pt instructed to do in able to continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Ongoing. Reported to (B)(6) by pt/caregiver.